Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 24-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the station will not power on. A field service engineer (fse) disconnected drawer connections one at a time until the auxiliary full height drawer was identified as the issue, then powered on the station. The drawer controller board tested within normal limits. The fse replaced the module board and discovered a nick in the pyxis bus cable, which was replaced. The hardware test application (hta) passed, and the pharmacist completed the medication inventory for the drawer. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary was not turning on. The user unplugged the unit and performed a power cycle, and although they could hear a clicking sound indicating it was trying to start, the screen remained black. The customer stated that they managed to get the medication from pharmacy that caused a delay in patient care. There were no adverse events or injuries reported based on this event.